Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed and the cause was use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. The catheter was received with a separate stylet and t-lock assembly. The catheter terminated between 46cm and 47cm depth markings. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. The stylet had been manipulated within the t-lock assembly. The stylet inner core and outer coil wires were broken and the outer coil wire was elongated. The distal weld tip was missing and was not returned for evaluation. The break in the inner core wire matched up with the break in the catheter. Microscopic inspection of the break in the inner core wire revealed the break to be angled relative to the long axis of the wire. The break surfaces of both the core and coil wires exhibited a striated texture with regions of increased luster. The increased luster and striated texture observed in both breaks in the stylet wires were typical of damage caused by contact with a sharp instrument such as scissors or a scalpel. The striations were the result of pattern transfer from the grind-sharpened blade of the sharp instrument. The location of the breaks indicated that the stylet was cut when the catheter was trimmed. Subsequent pulling caused the observed elongation. The warning tag was still in place on the stylet which states ¿warning ¿ do not cut stylet ¿ withdraw stylet before trimming catheter¿.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reza1747 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that after insertion of the catheter, the guidewire allegedly broke during its removal. The catheter was replaced.